Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a blank display from the insulin pump. The customer's blood glucose level was 407 mg/dl. The customer treated with manual injections. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed to moisture. The customer was advised to leave the battery out of the pump for 2 hours and monitor blood glucose readings. The customer stated that the display did not return. The customer will be sent a replacement pump.